Event description:
It was reported that a malfunction alarm occurred with the code malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by the technical support team to reset the pump, which resolved the issue, and was instructed to continue using the pump and to call back if the malfunction code recurs. The customer acknowledged and understood the instructions.